Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a f/u report will be filed.

Event description:
During removal, the sheath handle broke, and the sheath was "swallowed" by the pt's body, but was retrieved with forceps. The entire sheath was removed from the pt and retained for return. No adverse event occurred.